Manufacturer narrative:
(B)(4). Insulin pump passed self test however, received insulin pump error during rewind due to corroded motor home switch. Unable to perform displacement test, prime, seating test, basic occlusion test, force sensor test, and occlusion test due to insulin pump error alarm. Insulin pump tested outside the pump and received insulin pump error at rewind. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed error. Customer stated they were able to clear the alarm and were able to complete rewind. Customer stated that insulin pump did passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.